Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio opened the device and observed that the large keypad/interface pcb cable was not connected to the main keypad assembly. Physio then reconnected the cable and ensured that all other internal connections were secure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.